Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(6), alleging inaccurate results compared to a hospital meter. The reporter alleged obtaining a reading of "8.3mmol/l" on the lfs meter and "6.5mmol/l" on a hospital meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.